Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-51155. Related manufacturer reference number: 2017865-2023-51157. It was reported that the patient presented in the clinic with pocket erosion exposing the tip of the pacemaker, there was some redness at the pocket; there was no other symptoms noted. Once the pocket was opened, pus was noted in the pocket, infection was suspected. The cause of infection was not known. The entire system including the pacemaker and the right ventricular (rv) and left ventricular (lv) leads were explanted and replaced. The patient was in stable condition during and post procedure.